Manufacturer narrative:
The field service engineer (fse) observed the pipettor was out of alignment to the wash tower and reaction vessels (rvs) and replaced the pipettor. The fse adjusted and verified alignments and ultrasonics. The fse proactively replaced the aspirate probes and associated peristaltic pump tubing. The fse performed system check which passed within instrument specifications. A high sensitivity system check was performed and failed to pass within instrument specifications. Upon priming of the dispense probes, the fse noted wash valve/pump motion errors in the event log. The fse also noted that the wash valve was dirty and stuck in position; the wash valve was cleaned and reassembled. System verification testing (system check, high sensitivity system check, and qc) was within specifications following the repairs. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00967.

Event description:
The customer reported erroneously elevated initial troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for six patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. This report is one of two referencing the five patients on the event date noted. The erroneous results were released out of the laboratory. There was no report of injury or change in treatment for these five patients. Per the laboratory protocol (cutoff value of <0.09 ng/ml), the customer retested the patients¿ samples, on an alternate unicel dxc 600i system which produced lower results, primarily within the normal reference range. The five patients¿ samples were refrigerated and retested after 12 hours later. The patients¿ samples were collected in 12x75 mm lithium heparin plasma separate tubes with gel and centrifuged at 3,132 rpm (rotations per minute) for eleven minutes, at room temperature. Quality control (qc) is normally performed once every 24 hours and was within specifications prior to the event. To ensure results accuracy, beckman coulter advised the customer to retest all patient samples back to the last acceptable quality control. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.